Event description:
It was reported that the device during the implant procedure, there was no output from the device noted. The device was interrogated and battery voltage was found to be 2.87v. There was unexpected longevity on the device. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Hybrid analysis determined that the premature battery depletion, high system current drain, and impedance/pacing output anomalies were due to loaded negative supplies in one of the integrated circuits. If information is provided in the future, a supplemental report will be issued.